Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 38 indicating consecutive motor stalls during tubing fill after multiple restarts and a dry-run supply change, with the agent suspecting an issue with the infusion supplies and advising a full supply change with new components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a stalled motor during operation, and the issue was associated with mechanical malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.